Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functional testing found that the returned equipment did not identify anything that would have caused or contributed to the reported event of multiple patients experienced rem pad site burns during various procedures. It was reported that multiple patients experienced burns. The reported issue could not be confirmed. The most likely cause was poor contact with the rem pad. The evaluation detected an unreported condition: of an inspection of the error logs found error codes 339 and 310 several times. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that multiple patients experienced rem pad site burns during various procedures in the operating room where a specific ft10 generator was located. The incidents occurred over approximately two weeks during intraoperative use, and both non-medtronic and covidien rem pads were reportedly used in cases where burns occurred. The events resulted in burn injuries at the rem pad site.